Event description:
On 9/15/2004, the MFR received notice that the graft separated into layers at the venous site during a declot procedure. The graft was removed and an eptfe graft was implanted. The pt is doing fine. As identifying info was not provided (catalog number, lot number or description), the MFR will be unable to do a device history records review. The MFR has requested the return of the device and additional info.

Manufacturer narrative:
No further info at this time.